Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer as it is unavailable for release. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 23mm bioprosthetic aortic valve, implanted approximately 10 years, five (5) months, was explanted due to recurrent severe aortic stenosis. The patient also had an ascending aortic aneurysm which was replaced with a 20mm hemashield graft. The 23mm bioprosthetic aortic valve was very sclerotic with some dense darker brown calcium. The explanted device was replaced with a 23mm aortic bioprosthetic valve and secured with a cor-knot system. The cross-clamp was removed and cardiac function appeared excellent. The lv function particularly was very robust and the rv function was also quite good. Cardiopulmonary bypass (cpb) was weaned off without an inotropes. Protamine was administered and this was well tolerated. Cardiac contractility appeared excellent. There was mild dysfunction in the rv so dobutamine was started. The surgeon assured hemostasis and began chest closure. In the final stages of getting the chest together, the patient abruptly developed a ventricular fibrillation arrest (vf). She was shocked and got her back to normal sinus rhythm; however, within 20 seconds this deteriorated back to the vf arrest and it was similar to torsade so the chest was reopened. The right ventricle appeared to have very poor to minimal contractility and additional medications were given but they did not help very much. Her blood pressure dropped to the 50-60¿s and she was placed back on cpb. To help with the right ventricular dysfunction, an intra-aortic balloon pump (iabp) was placed. A coronary artery bypass grafting x1 to the right coronary artery was completed. She became vasoplegic so methylene blue was necessary. The surgeon was able to wean off cpb with the support of epinephrine, inotropes, iabp, and nitric oxide. With this, her pressure was still in the mid-80¿s. There was some bleeding along the proximal suture line and she was placed back on cpb. Sutures were placed and attempts were done to control the bleeding including packing with ice and hemostatic agents. She was gradually weaned off cpb and ECMO was started. She still had a fair amount of bleeding and was in a surgical and medical coagulopathy. The chest was packed and an esmarch dressing was placed. The patient was moved to the cvru in critical condition. The patient went into multisystem organ failure, acute renal failure, required a permanent pacemaker, was eventually extubated and able to begin rehabilitation and began eating. She was discharged to a rehab facility on post-op day twenty-eight (28) in stable condition.